Event description:
It was reported that during the installation the surgeon examined the product, and the reservoir was found detached from the capsule base. There was patient involvement, and a new device had to be implanted.

Manufacturer narrative:
This file was originally incorrectly filed under registration number (B)(4). E1: additional phone number (B)(6). H3: one sample was received. As received it was observed that the housing was separated from the port. The complaint of detachment can be confirmed based on the separation observed on the port. The probable cause is due to a welding error in tijuana. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.